Event description:
Spontaneous call from pt having difficulty with removal of cleo tubing to change it out. Pt states "it gets stuck, and so hard to remove, she pulls her site out." Advised we can have rn give her a call and schedule appt to review tubing alternatives. Pt agreeable. No further info was provided. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? No. Did we replace the device? No, (has backup). Reported to (B)(6) by pt/caregiver.